Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor and transmitter due to entering information in the wrong sequence and toggling to the wrong sensor type, which resulted in an incorrect or failed pairing attempt; after guidance, the user obtained the correct transmitter serial number from the box and successfully entered the sensor code and re-entered the transmitter serial number, completing setup. Symptoms included no adverse clinical effects, alarms, or alerts. Outcomes included successful restoration of intended system use after troubleshooting and education. Investigation included remote technical troubleshooting and user education by support. Investigation of this case revealed user setup error related to pairing order and selection of the incorrect sensor type, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.